Event description:
Reportedly, an in-vitro calibration error occurred and svo2 could not be measured. No patient injury reported.

Event description:
It was reported that the device was explanted after an implant duration of approximately 8.4 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. The patient also had another device explanted. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that during a lobectomy procedure, the device was used at the lung parenchyma. The knife was not moved forward after the second stroke of the fourth firing. The indicator showed that the first stroke was completed. The sled stopped at the second stroke. When the device was manually released, it was found that the staples were formed properly till the second stroke, and the tissue was slightly damaged because the doctor grasped the firing trigger several times before opening the jaw. There were some malformed staples that seemed to be liner shaped around the site. The case was completed as is, because the leak test had no problem. The doctor commented as follows. The firing was harder than usual. The jaw might have been held on staple line. The instrument could be used without any problems before the event. There were no adverse consequences for the pt.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.